Event description:
Approximately 2 months after the index procedure, the patient got up out of bed in the morning and felt retching, disturbance of gait and problem with mobility of legs and arms. A side branch occlusion near the target aneurysm was revealed. Action taken was administration of low molecular dextran 500ml/day (2011-(B)(6)~ 2011-(B)(6)) as well as betamethasone 0.5mg 2t/day (2011-(B)(6)). The event outcome as of four days after onset was recovered without sequel . MRI revealed small infarction as well as edema presented around the target aneurysm, however, it was reversed rapidly with betamethasone. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was highly probable. The patient did not have any allergies to metals or medications. No further information was available. During the index procedure, the physician experienced great difficulty in deploying the vrd (B)(4), therefore, it was safely recaptured and retrieved from the patient. The enterprise vrd was recaptured once, and the same microcatheter was used with the next device. A constant and dedicated heparinized saline source was used at all times through the microcatheter. After the event, the devices were not damaged (enterprise delivery system (unraveled, stretched, kink, bend, fracture, etc), stents (strut uplift or deformed, etc), or microcatheter. No further information was available. The procedure was continued using a new vrd (B)(4) and was completed without any further issues. No patient injury/complications were reported.

Manufacturer narrative:
Information was received via the (B)(4) study reporting inability to deploy and enterprise vrd ((B)(4)). This device was successfully recaptured and removed from the patient followed by placement of another enterprise vrd ((B)(4)) through the same microcatheter without any further issues or reported patient complications. Approximately two months post index procedure the patient had retching, disturbance of gait and problem with mobility of legs and arms. A side branch occlusion near the target aneurysm was revealed. Action taken was administration of low molecular dextran 500 ml/day for nine days as well as betamethasone 0.5 mg twice a day for three days. MRI revealed small infarction as well as edema presented around the target aneurysm; however, it was reversed rapidly with betamethasone. The event outcome four days after presentation was "recovered without sequelae". According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was highly probable. The patient did not have any allergies to metals or medications. Procedural images are not available. At baseline the (B)(6) female had a medical history of trapping with high-flow bypass for an aneurysm in right internal carotid artery (details unknown). At index procedure the target site was an unruptured saccular basilar trunk aneurysm. The neck was 16.0 mm, and the neck to sac ratio was 16.0:23.0 mm. The parent vessel size diameter proximal was 4.0 mm and distally was 4.0 mm. Heparin 5000 u was administered intra-procedurally. The act was 167 seconds pre anticoagulation and 276 seconds. An adequate continuous flush was maintained through the microcatheter. It was reported that the enterprise had only been recaptured once with no further details regarding the attempted deployment. There are no further details regarding the placement of the enterprise vrd. The mrs score one day and one week post index procedure was 0 and approximately one month post index procedure was 0. Antiplatelet therapy included: aspirin 100 mg/day for approximately 16 weeks beginning ten days prior to index procedure, ongoing clopidogrel sulfate 75 mg/day beginning ten days prior to the index procedure. Cilostazol 200 mg/day was administered after onset of symptoms for approximately eight weeks followed by 100 mg/day ongoing. Heparin 5000 u was administered intra-procedurally. The act was 167 seconds pre anticoagulation and 276 seconds post anticoagulation. The occlusion rate of aneurysm at completion of the index procedure and at one year follow-up was 80%. Procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Side branch occlusion, stroke and associated sequelae are known potential adverse events associated with the use of the enterprise vrd as outlined in the instructions for use. Based on the available information no conclusion can be made regarding the reported events occurring approximately two months post index procedure however, patient factors and cerebral artery anatomy are factors that may have contributed to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.